Manufacturer narrative:
The customer¿s report of free flow of pitocin was not confirmed. Review of the pcu event logs confirmed that the pump module was programmed as reported by the user with no obvious programming errors. Physical inspection of the device identified an issue with the membrane frame snap rivet, which was found to have been installed under the membrane frame preventing the membrane frame from seating properly in the bezel. The issue is believed to be due to customer misassembly while performing preventive maintenance/component replacement. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Although unregulated flow could not be replicated during this investigation, previous investigations have shown that this issue can lead to free flow event. After the snap rivet issue was corrected rate accuracy testing found the pump module device to be slightly out of specification. The pump module was successfully calibrated and rate accuracy was then found to be in specification. The root cause of the customer's reported event was not determined.

Event description:
The customer reported that pitocin was set up to infuse at 0.5 milliunits/min (unknown concentration, volume, or rate). The programming was complete, the roller clamp was opened and the infusion was started, and it was immediately observed that the infusion was dripping at a "bolus" rate. The instrument was immediately shut off and removed from the patient. A different module and pc unit were set up using the same disposable set and same infusion programming, and was started with no further issues identified. The pc unit and pump module were sent to biomed, where they were tested over 3 days at the same settings and no issues were identified. There was no harm to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.